Event description:
It was reported the 4-40 stud broke on the handpiece while using the torque wrench during setup for the case. The customer used another handpiece to start the procedure. There was no patient consequence.